Event description:
"It was found a 13f component (pn 30377) instead of a 30177-070-13 (pn 30177-070-13). Device was found inside a surgical kit, pictures or physical samples will be not provided." Per event details there was blood loss due ot an unnecessary incision as the surgery was cancelled.